Event description:
During the preparation, it was reported that the balloon stopped deflating about halfway and would not deflate further. No patient was involved.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the shaft was severely kinked on its proximal shaft at approximately 51.5cm and 57.5cm from its proximal end. Due to the severity of the kink the proximal shaft perforated at 51.5cm from its proximal. During the functional test, it was found that the balloon failed to inflate with air because of the perforation/holes in the proximal shaft. When water was used, the balloon failed to inflate and the water leaked. Therefore the reported issue could not be confirmed. The kink could have contributed to the reported deflation issue; however, this could not be definitively determined. Therefore, an assignable cause of undeterminable was assigned.

Event description:
During the preparation, it was reported that the balloon stopped deflating about halfway and would not deflate further. No patient was involved.